Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Provided in situ measurements showed that the device worked as specified however in situ measurement history was received incompletely. In addition during device investigation the reported short circuit could not be reproduced, as the electrode was damaged i.e. Cut during removal surgery. Furthermore, several basal channels were disabled due to reported pain when stimulated. This is a combined initial and final report.

Event description:
Recipient was seen in december for troubleshooting due to issues with sound quality and intermittency. Troubleshooting was performed for internal and external equipment and the issue was not reported again. Audiologist reports that mum contacted her in (B)(6) reporting that she noticed some of recipient's speech sounds have regressed or are being omitted at times when recipient talks. School reported that audio processor has fallen off her head and became disconnected but recipient has not noticed. According to audiologist decrease in hearing performance with the device was within the first 6 months of getting the ci and recipient's performance would fluctuate. Recipient did not feel like she was getting as much benefit from the ci as she was getting from her hearing aid. No changes in health or trauma reported. Cause of hearing loss is unknown - normal MRI and genetic testing. Failed newborn hearing screening. Explantation was performed on (B)(6) 2019.